Manufacturer narrative:
The reported event, housing opened and o-ring was out of the lid, was confirmed. The battery housing was discarded at the manufacturer.

Event description:
It was reported by a sales representative, that the aseptic housing opened during a procedure. It was also observed that the o-ring was visible. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a sales representative, that the aseptic housing opened during a procedure. It was also observed that the o-ring was visible. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. No delay, no medical intervention and no adverse consequences were reported with this event.